Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on (B)(6) 2016. The complaint of a loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised patient's mother to disable bluetooth in smart device settings, close the application, reset the smart device, enable bluetooth, and open application, which was unsuccessful. Dexcom representative then advised patient's mother to disable bluetooth in smart device settings, uninstall the application, relinquished the transmitter ID, reset the device, re-install the application, enable bluetooth, re-pair the transmitter, which was successful. No additional patient or event information is available.